Manufacturer narrative:
The last calibration was done on (B)(6) 2020 and was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for two patients tested on a cobas 8000 e 801 module. The information was requested but not provided if the initial vitamin d results were reported outside the laboratory. The customer performed repeat testing with the samples for confirmation. Patient 1's initial vitamin d result was 250 nmol/l with a data flag, and the patient's repeat result was 50.7 nmol/l. Patient 2's initial vitamin d result was 250 nmo/l with a data flag, and the patient's repeat result was 49.3 nmol/l. The vitamin d reagent lot number was 484711 with an expiration date requested but not provided.